Manufacturer narrative:
Product event summary: the data files for the date of the event and balloon catheter were returned and analyzed. The data files confirmed the balloon catheter was used for twenty injections. The files also confirmed a system notice was received indicating ¿that the safety system detected fluid in the catheter and stopped the injection¿. Visual inspection of the catheter showed the device was intact with no apparent issues. Pressure tests revealed a leak through the guide wire lumen. The balloon¿s integrity was intact with no breach observed. Dissection showed a guide wire lumen kink and breach at 1.412 inches from the tip, and a 0.5 psi valve leak. In conclusion, the catheter failed the returned product inspection due to a guide wire lumen kink and breach, and the psi valve leak. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The system was rebooted without the balloon catheter attached without resolve. The balloon catheter was replaced with resolve. The case was completed with cryo. The balloon catheter subsequently tested out of specification per the manufacturer's investigation. No patient complications have been reported as a result of this event.